Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and ER visit. It was reported that the cannula had pulled out of the infusion site. A dislodged cannula could interrupt insulin delivery and may lead to hyperglycemia. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016; checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Using the pod 5 / pages 43-44. Warning:  check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Warning:  because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted.

Event description:
It was reported that the patient¿s blood glucose read ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl) with ketones present of 4.7, while wearing the pod on the leg for between 24 and 36 hours. The temporary basal was increased by 20%. The patient's blood glucose, carbohydrate, and insulin history is as follows: time, bg (mmol/l)/(mg/dl), bolus (u), cho (g): on (B)(6) 2019: 5:48am, 15.2/273.6. 9:21am, 25.9/466.2, 4, 24. 11:04am, >27./>500. 11:20am, new pod. 11:22am, manual correction, 4.25. The patient was taken to the emergency room because of the high ketones. The patient had a sore stomach and her high glucose levels were not decreasing. It was noted that the cannula had dislodged from the infusion site and it was bent after removal. The doctor wanted to give the patient 4 more units of insulin but the parents refused because the iob (insulin on board) showed 2.9 units of insulin. No treatment was provided at the hospital. Parents treated the hyperglycemia with a manual insulin injection, new pod application.